Manufacturer narrative:
Initial.

Event description:
It was reported that a trainer assisting a patient with ilet setup encountered a persistent restart alert associated with an insulin shaft rewind error, triggering an alert 41 that recurred after restart and factory reset; the device therefore failed to infuse, and the event involved the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the trainer and analysis of information provided by the user. Investigation of this case revealed a communications problem and device failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.